Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a blood glucose of 774 mg/dl. Cause was not known. Prior to the ER the customer delivered a correction bolus to address their bg. The customer was treated with intravenous fluids of saline and insulin. Reportedly, the cartridge and infusion set had been in use for 6 to 8 days. Tandem technical support educated the customer on insulin labeling. The customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage.